Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed several successfully performed treatments. The energy was stable during the whole day. The treatments could be identified via refraction values. The user performed an energy check before this patient. During preparation of both eyes treatment, a bed position warning message appeared. It could not be seen in logfiles whether the patient bed position was corrected before treatment or not. Both treatments were performed successfully without interruption. No technical root cause could be identified. The clinical applications specialist (cas) stated there is no known correlation between the laser itself and uveitis or glaucoma but there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. The reported event is most probably related to the environmental conditions in the clinic or the to t(b)(he process they apply pre- and postop surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a patient developed mild uveitis followed by severe dispersion syndrome in the right eye approximately two weeks post photo refractive keratectomy (prk). Severe dryness, occasional cells and epithelial defect were noted post-operatively. The patient is using a topical steroid/antibiotic drop, lubricating eye drop and gel, steroid drop and ointment, and topical glaucoma drop, there are multiple related reports for this facility. This report addresses the patient (B)(6) right eye and other manufacturer reports will be filed.